Manufacturer narrative:
This report is submitted on july 06, 2018, (B)(4).

Event description:
It was reported that the patient experienced infections at the implant site. The implanted device remains.